Event description:
The patient¿s mother reported that the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod between 36 and 48 hours. The cannula was properly inserted when the pod was activated, but then when the pod was checked, there was leakage and a tunnel taking place at the pod site. The cannula was getting pushed out of the skin as a result, and the adhesive was affected due to the leakage. The patient¿s mother also reported bleeding and dried blood on the adhesive.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.